Event description:
In 2003, I had filshie clips placed bilaterally on my fallopian tubes. In 2015, I had a pelvic sonogram which revealed several cysts on both ovaries. My doctor continued watching them by having me go for pelvic sonograms. Finally, in (B)(6) 2016, he decided that he needed to do an abdominal laparoscopy to see what was going on. On (B)(6) 2016, I had surgery scheduled for a bilateral cystectomy. When my doctor got inside, he found that one of the filshie clips had fallen off and embedded itself in my uterus, forming several cysts around it. The left tube and ovary were removed along with the remaining filshie clip due to the complexity of the cyst on that ovary and tube. Total procedure included removal of bilateral fallopian tubes, removal of both filshie clips (one from tube, one from uterus) and removal of the left ovary. I have been reading reviews from other women that have had the same problems with filshie clips which makes me believe this company has a faulty product.